Manufacturer narrative:
(B)(4). Catalog number 062910-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. The patient developed stoma site drainage, redness, sore and irritation. On an unknown date the physician treated the stoma site issues with an unknown antibiotics on two occasions. The patient was also told to keep the site clean and change the dressings.